Event description:
It was reported that this device failed to boot.

Manufacturer narrative:
(B)(4). The device was evaluated by the philips repair bench and the complaint was verified. There was no reported pt involvement. We will consider this a malfunction of the processor pca that caused the device to fail boot up.